Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device not working. Upon surgery, it was found a fluid leak in the device, its location and source was not determined. A new device was implanted and there were no patient complications reported.